Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Fixation pin on pattela drill guide broke off.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported breakage. Depuy material science confirms a sheer fracture of one of the fixation pegs, consistent with overload. The root cause is attributed to user error/misapplication of the device. Based on the root cause of user error and the low occurrence rate corrective action is not indicted. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.